Event description:
High and undefined impedance measurements on the left ventricular (lv) lead (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).